Event description:
Ous MDR - after an implantation period of approx. 117 months, oversensing with inappropriate therapy was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 29 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip and the shock coils was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed cuts in the insulation which most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.